Manufacturer narrative:
Section d4: lot number added after receiving additional information after the initial 3500a was submitted.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: a hematoma was discovered during the use of scd700, and an incision was required for retrieval. I have been using it since (B)(6) and noticed that a hematoma had formed on the morning of (B)(6). The patient had edema even before using the scd700 system. It is unknown how much edema it was. Currently, the treatment is over and the patient's condition is stable, and scd is not being used. It seems that the alarm does not go off during use, but I asked for an investigation of the main unit and consumables to see if there is a possibility that the pressure has temporarily increased. The usage period was 9 days.

Manufacturer narrative:
The device history record review was conducted for lot 2430300319 and there were no issues noted during the manufacturing of this lot. The physical samples were received and evaluated as part of our investigation. The samples met requirements, and we were unable to duplicate the reported event. The IFU contains precaution instructions that the sleeve must be properly placed to avoid potential pressure points and for proper application, two fingers should be able to fit between the sleeve and the leg. The correct fit should be routinely assessed. This potential cause is considered as a probable root cause. We will continue to monitor related reports to determine if additional actions are necessary.